Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off completely. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that a little crack on the side of the insulin pump and battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device was received with case cracked behind the device at the corner of the belt clip rails and broken battery tube threads. The battery stayed inside of the battery tube properly during testing. (B)(4).